Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3889-28, lot# va10r5n, implanted: (B)(6) 2016, product type: lead.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that there was occasional shocking, bruising and pain at the implantable neurostimulator (ins) pocket, no stimulation, and burning at the implant site. The patient had not experienced any loss of therapy. The symptoms were still being addressed normally. The patient was in a motor vehicle accident. She was rear ended on (B)(6) and all of the issues started immediately, except the burning. The burning started the last couple days in (B)(6) 2016. The healthcare professional (hcp) told her to call the manufacturer before using the patient programmer (pp). The change in symptoms was considered sudden following the car accident. The patient mentioned unrelated knee surgeries and balance issues, which were confirmed to be not related to the ins therapy. The patient did not want another surgery for this accident. A hcp via a manufacturing representative (rep) later reported that the car accident resulted in the lead wire breaking or damaged. The patient had painful stimulation. The lead wire was checked at the physician's office by the physician's licensed practical nurse (lpn). An impedance test was ran and revealed high impedance and painful stimulation. The lpn turned off the stimulator and the stimulator was no longer on. The test was performed on approximately (B)(6) 2016. It was unknown if the issue was resolved at the time of the report. The patient was going to be scheduled for removal of the lead wire and battery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.